Manufacturer narrative:
The results of this investigation concluded all three leaflets were fibrotically thickened and there was fibrous pannus ingrowth on the outflow surface of leaflets 2 and 3. There was circumferential fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3 which created folds in the leaflets. Special stains were negative for organisms and there was a foci of acute inflammation in leaflets 1 and 2. No significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4). Per the IFU: the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve. The trifecta¿ valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve.

Event description:
On (B)(6) 2016, this 29 mm trifecta valve was implanted in the pulmonary position. Approximately one year post implant, the patient was referred to another hospital for a decline in medical status. Echocardiography showed the leaflets appeared to be in a "frozen position". On (B)(6) 2017, the valve was explanted and during the explant procedure, the leaflets were noted to be covered in a flimsy substance, but not calcified. The valve was replaced with an epic supra valve (model: esp100-25, s/n: 180191889). The patient was reported to be in stable condition.

Event description:
On (B)(6) 2016, this 29 mm trifecta valve was implanted in the pulmonary position. Approximately one year post implant, the patient was referred to another hospital for a decline in medical status. Echocardiography showed the leaflets appeared to be in a "frozen position". On (B)(6) 2017, the valve was explanted and during the explant procedure, the leaflets were noted to be covered in a flimsy substance, but not calcified. The valve was replaced with an epic supra valve (model: esp100-25, s/n: (B)(4)). The patient was reported to be in stable condition.